Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical ts representative went onsite to check the unit. Advise to perform blower test and ensure the bronze filter is tight. Ran the selftest and set the blower voltage to 30% and send a screenshot. Ordered power board and moog blower for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
"It was reported to vyaire medical that the bellavista1000 us had alarms 316 - blower failure and 401 - inspiration valve or device leaky prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Vyaire received blower assembly moog and visually inspected found no misuse or physical damage. Installed blower on to a known good bellavista test fixture and pressed the power button. During the startup pre-check the turbine was attempting to activate. Turbine was not spinning but a high pitch sound was coming from it. Once unit powered on, unit started to alarm technical failure 401 - inspiration or device leaky. Navigated to the events log screen, found technical failure 401 - inspiration or device leaky and technical failure316 - blower failure. Went into the service menu and attempted to manually activate the turbine but failed, a high pitch noise was being emitted by the turbine. Removed assembly from fixture and disassembled enclosure to obtain turbine. Removed turbine end cap to gain access to pcba. Using fluke digital multimeter gage ID: fa034 did a component check (resistors, diodes, coil and u2 chip), passed check compared to a known good turbine pcba. Desoldered pcba from coil to further inspect assembly. Once pcba was removed inspected underneath pcba, found motor magnet to be rubbing against the pcba causing physical damage. The rubbing did not damage pcba traces. Although was able to find magnet to be scuffed weakening the magnetic field (demagnetized). Soldered pcba into a known good turbine coil housing with magnet and installed assembly onto bellavista test fixture. Pressed the power button, as during boot up pre check was able to hear the turbine spin normally. Navigated to service menu and was able to successfully activate the turbine. The reported problem was duplicated and isolated to improper assembly. The root cause was determined due to supplier manufacturing process.